Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device issue or malfunction identified. The pneumothorax was attributed to the target nodule¿s proximity to the pleura. System logs were not available for review at this time. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 13 millimeters (mm) in size and located in the right lower lobe, 2 mm from the pleura. The procedure was completed as planned with no delay. A chest x ray was performed. A pneumothorax was identified, and a chest tube was placed to resolve it. The patient was admitted for one day, then the chest tube was removed, and the patient was discharged home. The physician believes that the pneumothorax was, in part, caused by the proximity of the target nodule to the pleura. There was no device malfunction associated with the event. The physician reported that the pneumothorax would have likely occurred via another modality.